Event description:
Same case as MFR. Report #: 2134265-2009-02735. It was reported that during a percutaneous transluminal coronary rotational atherectomy procedure, withdrawal difficulties and a dissection occurred. The 90% stenosed lesion was located in the proximal to mid severely calcified, moderately tortuous left anterior descending artery (lad). The vessel diameter was approximately 3-3.5mm. An unspecified ivus catheter failed to cross the lesion. Following advancement of the extra support rotawire beyond the lesion, the 1.5mm rotalink plus burr was advanced. The initial ablation run was performed at a speed of 180,000 rpms with no decrease for 2-3 seconds. When the attempt was made for a second ablation run, the burr crossed the lesion. However, the physician was not able to withdraw the burr which was stuck in the lesion. The physician attempted turning on and off the dynaglide mode in an attempt to remove the burr but was unsuccessful. The physician then "excessively" pulled the device and the burr was able to be retrieved. However, a dissection occurred in the left main and two unknown stents was implanted for treatment. The patient's blood pressure dropped due to the ischemia, but no further complications were reported. Patient status was reported as 'recovered'.